Event description:
The device advised a "no shock advised" for a ventricular fibrillation heart rhythm. (Pt age & gender unknown). The medics performed CPR on the pt and approx three minutes later the pt was re-analyzed. The device returned a "shock advised" determination and the pt's heart rhythm was converted to asystole. Complainant indicated that the medic team arrived and used the device to treat the pt with 120 joules of energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.